Event description:
It was reported that this patient was admitted to the ER on (B)(6) 2016 for sepsis and infection. Shortly after the patient was admitted, the patient needed to be intubated secondary to worsening mental status and labored respiration. About 30-45 minutes after intubation, a code blue was called. The patient was resuscitated after medication was given and CPR performed. The patient also received 2 appropriate ICD shocks. Shortly after the code was completed and the patient stabilized, it was noted that his mild hyperkalemia of 5.7 had risen to 8.6 likely causing the instability and cardiac arrhythmia. The physician had a quinton dialysis catheter placed to start emergent hemodialysis. On (B)(6) 2016 it was noted that the patient had a cardiac arrest. The patient was mostly non-responsive but did have a cranial nerve reflex intact and was on a ventilator. On (B)(6) 2016 the family decided to follow the dnr and the patient was removed from life support and expired. The discharge diagnoses listed septic shock secondary to pneumonia, cardiopulmonary arrest, shock liver, acute hypoxic respiratory failure. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing a normal device function while implanted and in service. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.